Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been returned and evaluated by the failure analysis (fa) team. Fa investigations had no failure reported to confirm or replicate, as this accessory was a discrepant RMA. The accessory was found to have gouges throughout the surface of the tip cover, from base to tip. The gouges were not axially aligned. The tip cover was completely separated from the opposite side.

Event description:
The product was returned as a discrepant return material authorization (RMA). There was no issue reported for this product. The procedure was completed with no reported injury.